Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer reset the pump to resolve the reported issue. Additionally, it was reported that after the pump reset, the clock time was inaccurate. Tandem technical support assisted customer in correcting the time, and successfully resuming insulin therapy. Customer's blood glucose was 231 mg/dl.